Event description:
The pt reported that she had an infection at the incision site. Specific symptoms were not reported. She stated that her device was removed in 2007. A follow-up report will be sent if add'l info becomes available to us.

Manufacturer narrative:
.